Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found loose cable from the breath delivery unit (bdu), se reconnected the cable and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.